Manufacturer narrative:
Date of event is an unknown date in 2019. This report is for an unknown femoral recon screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, after implanting a nail femoral recon nail (frn) and screw frn, the patient experienced severe bruising, swelling, and pain of the inner thigh and perineum. There is no conclusive evidence on the origin. The plan is to have an obstetrics gynecologist consultation. There was no allegation with the implanted devices. No removal or revision surgery will be done. This report is for an unknown femoral recon screw. This is report 2 of 2 for (B)(4).